Event description:
It was reported that the physician attempted arteriotomy closure in the right femoral artery using a starclose vascular closure system after an intervention/diagnostic procedure. Difficulty was experienced in removing the starclose device after deployment of the clip. The device was removed with strong manual compression by the vascular surgeon. On removal of the device the clip was visible at the end of the clip delivery tube but had not been deployed into the artery. Manual pressure was applied for 20 minutes to control bleeding. The pt was discharged from the hospital the following day. No further intervention was required and no bruising occurred at the puncture site. No add'l info available.

Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable.